Manufacturer narrative:
(B)(4). The analysis results showed that one instrument and one reload cartridge were returned. The instrument was returned conforming and fully functional and with no cartridge loaded. When tested for functionality with a test cartridge, the staples were noted to have the proper b-formation. The reload cartridge was returned fully fired and with the lockout tab bent. This damage is consistent with a spent cartridge that was attempted to be re-fired. As the instructions for use state: "the instruments' safety lock-out feature is designed to prevent a used reload from being refired".

Event description:
It was reported that when the device was used during a robotic assisted proctatectomy procedure, the physician fired it and noticed that it cut, but the staples did not form a "b". There was no reported pt consequence.